Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
"It is unknown if the affected load was recalled or released for use." To "no load was involved. The customer was running an empty chamber, only running a bi with the first cycle of the day." (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), concomitant product evaluation, visual analysis/product evaluation and retains analysis. Device history record (DHR), trending by lot number, retains testing were not performed since the issue was determined to be caused by user error. Additionally, the lot number of the product was not available. The product was discarded by the customer and no product was returned; therefore, a visual inspection could not be performed. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Concomitant product evaluation was not performed since there was clear and sufficient information to determine use-error which was unrelated to the sterrad® unit. The likely assignable cause was found to be use error because the customer did not follow the instructions for use (IFU) storage instructions and left the product box open and exposed to light. The customer self identified the issue and resolved it by following the IFU storage instructions.